Event description:
The radiologist was attempting to perform an abcess drainage (left mid abdomen). The dialator was introduced over the guidewire as standard procedure. The guidewirebroke upon removal leaving approximately 2-3 inches of wire inside the patients peritoneal cavity. The event was explaned to the patient. The patient is being followed to evaluate any complicationsdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: a device from same lot was evaluated, visual examination. Results of evaluation: guidewire. Conclusion: device discarded - unable to follow-up, device unavailable for follow-up investigation examination. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, invalid data. The device was destroyed/disposed of.